Manufacturer narrative:
The investigation of the returned balloon catheter found damage to the surface coating, which is consistent with the condition described in the reported event. The flaking/peeled coating condition is consistent with the balloon not being hydrated properly at the time the balloon was attempted to be inflated. The investigation also found the shaft kinked under the strain relief and at 12cm and 53cm from the strain relief. The kink at 53cm from the strain relief resulted in saline to leak into the guidewire lumen from the inflation lumen during the investigation; however, this would not have caused or contributed to the balloon coating damage. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but this damage is consistent with the device experiencing forces exceeding the device's yield strength. H11 - corrections d2a. B5 - MDR number of related complaint added to event description.

Event description:
It was reported that a bobby balloon catheter was prepped correctly. Upon inspection, it appeared that the hydrophylic coating on the balloon was peeling off. This happened on a 2nd device as well, which is reported under a separate MDR, 2032493-2025-00234. Neither device had contact with the patient. A third was opened and prepped and behaved normally.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer but it has not been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that a bobby balloon catheter was prepped correctly. Upon inspection, it appeared that the hydrophylic coating on the balloon was peeling off. This happened on a 2nd device as well, which is reported under a separate MDR. Neither device had contact with the patient. A third was opened and prepped and behaved normally.